Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited low impedance and noise. No intervention was performed. The patient would continue to be monitored.